Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Details of history log: log review shows 12/16/2025 and 6:32pm an infusion start of 2.82ml/hr and 25ml. On 12/17/2025 and 2:41am an infusion stop with volume infused to 22.83ml the defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: we have seen a couple safeday reports recently about there being more versed left in the syringe than there should have been based on charting and the rate of infusion. Versed comes in a manufacturer syringe that is a bd 30ml syringe. When looking at the pump logs, it would show that the nurse chose the 50ml syringe size when programming the pump, causing the discrepancy and ultimately altering drug delivery. But when you place a 30ml syringe in the pump, it only prompts for 20ml or 30ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.